Event description:
An end user reported that the catheter of a bioflo port became "looped up" in the patient's jugular vein. Despite multiple good faith effort attempts, no further details have been obtained.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).